Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received several appropriate shocks. Review of the episode shows the shock impedance less than 20 ohms. In follow-up the shock impedance continues to be low.